Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the controller was not working properly, the setting changed and could not be turned off. There were no further complications that have been reported as a result of this event.